Event description:
The customer reported that she bought a heating wrap from a (B)(6) store about a year ago. She put the heating wrap in her microwave and set the allotted time and removed it. The customer did not feel it was warm enough so she put it back in the microwave for more time and then put it on her shoulder. She said stuff from the wrap was heating her back, chest and wrist. She reported that she went to the ER, and followed up with the doctor who indicated that the burn should heal without any further issues. The customer does not have a upc or wic. We do not have information to confirm the allegations as there is not proof that the item was purchased at any (B)(6) store, the customer does not have any wic number that can be tied to our products. Based on the information provided, we assume it was (B)(4).